Manufacturer narrative:
(B)(4). (B)(6). This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k945028. Concomitant medical products: references and lot numbers not provided.

Event description:
During the performance of the schedule pms 17 btms sistema modular tibial biomet rev.4, the survey performed by dr. (B)(6) of the hospital (B)(6) reveals some issues related to biomet modular tibial system: deep infection <3 months, deep infection >3 months, nerve palsy, peri-prosthetic fracture, revision due to aseptic, revision due to septic loosening, revision due to mechanical failure.